Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors found both sensor needles were separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Analysis cannot confirm adhesive anomalies due to the sensors were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensors. The customer states that one of the sensors fell of their body, and the other sensor broke in two, before it was even used. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the sensors are being replaced and returned for analysis.